Event description:
It was reported that as the catheter was removed from the pt, there was tissue stuck to the distal electrode that could not be removed. Per the physician, the pt had a small pericardial effusion of approximately 3ml. The customer did not know if the pericardial effusion existed before the procedure. Protamine was administered to reverse the anti-coagulation. Additional info: the pt was discharged the following day as usual.

Manufacturer narrative:
Upon receipt of the device, it was noticed that the catheter presented a small piece of tissue attached to the tip electrode. The tissue did not appear to be burnt. No indication of char formation was observed. The catheter was tested for electrical functionality. The catheter passed the electrical test and was found within specifications.